Event description:
User experienced erroneous results on multiple patients for multiple tests. Only the following discrepant result was provided: initial calcium result 8.9 mg/dl, repeat 9.9 mg/dl. Erroneous results were not reported. It was determined saline was placed on the analyzer in place of water. Water was placed correctly on the instrument and the user observed no additional discrepancies.